Event description:
76 year old female who presented with complaints of left knee pain. Pt had undergone primary replacement of joint during 1989. She reported the pain was worse with ambulation. On physicial examination, effusion of the knee was present. She was unable to ambulate for long distances. The pt was retaken to surgery for revision of the left total knee. On inspection of the joint in surgery, the polyethylene on the patellar component was found to be worn through onto the femur, which had burnished the femur and she was rubbing her patella on the femur. The femoral component was burnished. Polyethylene was delaminating. She had no posterior stability and there was metal debris within the joint. All components were removed and replaced. Intra-operative cultures were obtained and were reported negative for wbc's or organisms.